Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the device displayed the end of service (eos) message ). It is unknown if the ipg depleted prematurely. Surgery may occur to address the issue.